Event description:
The customer reported to olympus that while preparing for use, would not work at all and black picture displayed on the 4k camera head. The same subject device was not used to complete the procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a shortage in the cable and rear cover label was faded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the cause of no image occurred from a faulty cable. However, the specific root cause of the faulty cable could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not pull the universal cord during an examination. The endoscope connector will be pulled out from the output socket of the light source and the endoscopic image will not be visible. Do not coil the insertion tube or universal cord into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal. Do not coil the ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result. Do not touch the electrical contacts inside the electrical connector. Ccd damage can result. Do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks.". Olympus will continue to monitor field performance for this device.